Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. A root cause for the reported dislodged cannula could not be determined. The downloaded data from the pod returned an 0x33 alarm, indicating the pod timed out while waiting for input from the user. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No issues or alarms occurred during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 28 mmol/l (504 mg/dl). The pod was reportedly leaking while worn for between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged and appeared bent. As treatment, corrections were delivered and a new pod was applied.